Event description:
It was reported that a powered wheelchair accelerated unexpectedly and the user ran into her cabinet. It is unknown the extent of the user's injury and medical attention. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
.